Event description:
It was reported that the device had an error code 46822. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. This device not been in for service in the review period. Event history was not available to review. Primary reported problem of error code 46822 was verified. The error code was found int he device information folder. The cause of the primary problem was software timing of the microprocessor unit (mpu) board. Replaced the mpu board to correct the issue. The device passed all functional tests after the repair.